Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement while the device was still in the box. Recommended replacement time (rrt) triggered on 05dec2016 due to low battery voltage. Device was later implanted on (B)(6) 2017.

Event description:
It was reported that the implantable cardiac monitor (icm) was implanted and after implant the transmission showed it had reached end of service (eos) before implant. Additionally, the data stored was invalid. The device was explanted and replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. Preliminary testing revealed no telemetry. No high current drain or evidence of battery problems were found during analysis, and the device was fully functional. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.